Event description:
It was reported that this sys 9800 had multiple problems. The cine drive was not operational, the paper was jamming in the printer, and the ac cable had been pulled from the unit and was damaged. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The ac cable was replaced and the cine drive and controller board were reseated. The paper being used was replaced with a different lot number. The sys was tested and found to be working as intended and placed back into svc.